Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, there was no image due to a faulty gi board and the bezel place had scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the high-definition lcd monitor had no image. Subsequently, the intended procedure was completed with the same device, with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was due to faulty circuit board (g1). The cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.